Event description:
The ge oec 9800 fluoroscopy system displayed an analog to digital channel 9 error.

Manufacturer narrative:
A ge oec service rep investigated the issue and isolated the malfunction to a defective high voltage regulator pcb that was removed and replaced to restore functionality. The system was re-calibrated. The system was tested and found to be operating as intended and was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue.